Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were visual indications of particulates within the cassette area. The cycler underwent and passed a valve actuation test, a system air leak test, a patient sensor calibration check, and a mushroom head check. A post-accelerated stress test (ast) simulated treatment was performed on the cycler and completed without alarms or failures. The drain times were within the time specifications for a liberty cycler. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to technical support (ts) that a fluid leak occurred during the patient¿s treatment. Prior to finding the fluid leak, the contact stated the cycler displayed a ¿draining slowly¿ message. In addition, an ¿m31 air detected in cassette¿ alarm occurred (twice) while the patient was in drain 3 of 4. They contacted ts to gain assistance with bypassing the alarms. The ts representative advised the contact to discontinue the treatment and a replacement cycler was issued to the patient. When the cycler door was opened to remove the cassette, the contact saw fluid dripping from the cassette compartment. The contact was unsure what caused the leak. They confirmed the cycler set was examined for defects prior to treatment set-up, and no visible defects were found. The patient did not complete their treatment. It was confirmed there were no symptoms or other issues due to the incomplete treatment. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported fluid leak. The contact confirmed that the patient¿s pd nurse was notified of the fluid leak and subsequent cycler replacement. The replacement cycler was received and the patient was continuing pd therapy on the machine with no further issues. The old cycler was picked up and returned to the manufacturer for physical evaluation. The cycler set was reportedly returned with the cycler. A request to have the cycler set rerouted to the appropriate manufacturing site was submitted.